Manufacturer narrative:
Continuation of d10: product ID: 977c165 ,serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 25-apr-2021, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was that the ins was removed about two months ago due to the lack of results and because the leads were pressing on their sciatica terribly so there was more harm done than good. Pt said that because of this, they were put in a very vulnerable position. Pt said that they still had continuous pain and that they recently had an accident in rehabilitation which aggravated something in their back which caused them additional pain. Pt said that in order to correct this, their neurosurgeon needed them to have a MRI as they had two cat scans done which revealed absolutely nothing. Pt said that they had a distended belly which looked like herniation but it was not a hernia; pt said that they were told that this was due to a lack of neurostimulator from their spine. Pt said that in order to determine the cause, they would need a MRI. Pt said that they had abandoned leads however. Patient service specialist (pss) reviewed MRI compatibility with the pt. Pt said that they lived in severe pain and that they would eventually need some surgery. Pt wanted to know what kind of scan they could have besides a MRI with having abandoned leads that would reveal the pathology. Pss redirected pt to hcp. Pt said that they were hoping to get pain relief which they never did. Pt said that every time they called the way they heard the information it was just terrible.